Event description:
The reporter stated that the screw was being placed into the talonavicular joint for a fusion and it broke in half. It was removed by drilling out, using instruments from a small fragmentation set. The broken device was retained by the user facility, and is not available for evaluation by integra.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.